Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. The customer reported that the unit had been repaired, however no additional information was provided. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
The customer contacted philips technical support (ts) stating that unit failed performance verification testing (pvt) high pressure leak test. The customer reported there was no patient involvement. The event date was not specified; estimate used.